Event description:
It was reported that an infusor ruptured 12 hours before the end of infusion. The initial fill volume was 240 ml of a non-baxter antibiotic. The patient did not receive the entire treatment. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection identified a ruptured bladder in a footing position, confirming the reported condition. Microscopic inspection identified a marking on the interior surface of the bladder, near the rupture line. The cause was not able to be determined. Should additional relevant information become available, a supplemental report will be submitted.